Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and dianeal pd4 therapies. On an unreported date, the patient experienced peritonitis. The cause was unknown. It was not reported if remedial treatment was rendered. It was unknown if the event of peritonitis had resolved. Extraneal and dianeal therapies were ongoing. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.